Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition - 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, 90% stenosed de novo lesion in the proximal left anterior descending (lad) coronary artery. A 3.5x48 xience xpedition stent was implanted to treat the target lesion; however, a dissection was noted. A new same size xience xpedition stent was deployed to treat the dissection successfully. There was no reported adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.